Manufacturer narrative:
(B)(4). Describe event or problem - correction/additional; device available for evaluation - additional; correction/additional information/device evaluation; device evaluated by manufacturer - additional; event problem and evaluation codes - additional.

Event description:
The data was reviewed on 02/01/2016 and confirmed the reported loss of connection. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient removed the transmitter prior to removing the sensor pod from the body which is considered off label use. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body. However, a root cause for the reported missing sensor wire cannot be determined.